Event description:
The device was used during a colectomy procedure. Reportedly, the instrument misfired. The surgeon resected additional tissue to complete the procedure. The hospital has reported the patient's condition is satisfactory.